Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving unknown morphine of an unknown concentration and dose via an implantable infusion pump for chronic low back pain and spinal pain. It was reported that during normal use the patient had a pocket erosion and infection. As action/intervention taken to resolve the issue, the patient's system was explanted on (B)(6) 2018. The issue was resolved at the time of this report. The explanted system was not to be replaced in the future. The hospital had possession of the explanted pump and was to return it to the manufacturer for analysis. The patient's status was "alive - no injury" and no further complications were expected or anticipated.